Manufacturer narrative:
A rebushing procedure was successfully performed, including the axle, circlip, bushes and bumper pad. The original implanted device was implanted for 5.5 years. No product was returned to stanmore implants for evaluation. Typically a detached circlip is the result of an incorrect insertion at the time of implant. No further conclusions can be assigned. This complaint is being closed, and is being tracked and trended.

Event description:
This is a supplemental report to 3004105610-2015-00037. ( (B)(4)).

Event description:
A report eas received from surgeon stating that the circlip of a mets distal femur replacement implant has disengaged and disintegrated inside the joint, becoming embedded in the bumper pad and poly of poly cased rotating hinge. The poly tibia was well fixed, the patient otherwise asymptomatic. Revising the tibia would have caused unnecessary bone loss, therefore th decision was made to leave the damaged components in place. Axle, circlip bushes and bumper pad were replaced.

Manufacturer narrative:
The healthcare facility discarded the explanted components, thus they are unavailable for evaluation. If additional info is available a supplemental report will be submitted.